Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had mtp repair surgery on (B)(6) 2015 and post op x-rays looked great. Patient presented herself on (B)(6) 2016 to dr's office complaining of irritation. Dr. Did not see anything on x-rays to be concerned with. Patient was not satisfied and sought 2nd opinion. New podiatrist determined that the peek wire had backed out and removed it.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time. (B)(4).